Manufacturer narrative:
One endotracheal tube was returned for evaluation. Visual inspection of the device has found it to be in good physical condition. The device underwent functional testing to detect for leakage. The cuff was inflated using a syringe, and a leak was noted to be coming from the seal of the cuff. This confirms the reported customer complaint. The most probable cause of issue was determined to be that the production personnel did not follow inspection instructions or that the instructions are not written to have a clear understanding of them.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that during the use of the product, air leaked from the glued part of the upper cuff. No death or serious injury was reported in connection with this incident.